Event description:
It was reported that the device was explanted and replaced due to no telemetry and no magnet response. It was noted that a device check approximately three months prior indicated an estimated longevity of 19 months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device is part of the field advisory for this model. Evaluation summary: preliminary analysis revealed there was no output and no telemetry. Further testing revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires.